Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The cooler heater unit was being used for training and it functioned properly before descaling. However, afterwards we noticed that valve one wouldn't open up and made a buzzing noise. We opened up the manifold and it was filled with calcium build-up which we cleaned by hand. We installed the new solenoid valve. The unit operated to manufacturer specifications. A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler". This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
The service repair technician (srt) reported that during routine testing (training) of the device at the service center, valve one stopped working after the cooler heater unit was descaled. There was no patient involvement.